Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm resolved the issue by replacing the main keypad and the keypad assembly. All functional and safety tests were then performed to meet factory specifications and the iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) had a "led failure" and it was identified that the trigger source led in the keypad was not responding. There was no patient involvement and no adverse event was reported.